Event description:
The customer reported that there were intermittent black lines in the images. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. The customer provided serial number (B)(4), which is the component serial number of the powerbox. (B)(4). Evaluation of the returned unit could not duplicate the reported problem. No problem was found. (B)(4).